Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding from the access site so heparin was paused and two units of packed red blood cells and one unit of platelets were transfused. The patient appeared hypovolemic and had negative access pressure alarms on dialysis. Also, there were high purge pressure alarms. The p level of the pump was adjusted without resolution. Upon explantation a clot was visualized at inflow cage.